Manufacturer narrative:
Note: there was no complaint on the temporary pacing leads and the manufacturer was unknown.

Event description:
It was reported that far p wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Information received notes that the ICD was interrogated following an unrelated surgical procedure and due to abnormal sensing, anti-tachycardia therapies could not be reenabled immediately post procedure after initially being disabled for this procedure. It was noted post procedure, that the temporary external leads placed for the procedure resulted in far p wave oversensing by the ICD seen on the programmer channels. Once the external pacing leads were turned off, the ICD was able to sense appropriately, the ICD was reset to normal parameters, anti-tachycardia therapies were enabled and all lead testing was normal. The patient was asymptomatic, not dependent on the device for normal function and remained stable throughout.